Event description:
Procedure: tonsilectomy. Reportedly, during the procedure, the pt suffered a small burn to the left wrist. An IV was connected to the left wrist, however, there is no indication of the burn site in relation to the IV site. The burn was circular and approximately 1 cm wide with a small black dot in the center of the burn. The burn was not treated other than a bandage and the pt recovered fully 2 days post procedure.